Event description:
It was reported that high lead impedance was observed in clinic but impedance was within normal limits previously at the implant surgery. Positional diagnostics were performed and device settings were increased and the impedance fluctuated to normal limits. Patient was comfortable with all of the positions while attempting positional diagnostics and tolerated the stimulation. Patient experienced the stimulation induced voice alteration as expected at a double output increase which could indicate a good connection to the nerve. Ap and lateral x-ray images were received and reviewed. The generator placement appeared to be normal in the left axillary chest area. Complete lead pin insertion into the connector block was confirmed with the images provided. The pulse generator feedthru wires appeared to be intact. The lead wires appeared to be intact at the connector pins. No gross lead fracture or sharp angles were observed in the visible portion of the lead. Based on the images provided, no obvious source of high impedance was identified. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.

Event description:
It was reported that the surgery was unremarkable with minimal blood loss and no diathermy was used once the implant was in place. Pin slippage was also reported to be unlikely.

Event description:
Additional programming history was received that showed that the impedance decreased and is within normal limits. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.

Manufacturer narrative:
(B)(4).